Event description:
A customer contacted global technical service (gts) regarding of a system error 2240 alarm that appeared on the home choice (hc) during dwell 3 of 4. The technical service representative (tsr) had the home patient (hp) close all clamps and transfer set and cycles the power off and on to clear system error 2367. The alarm was cleared. The tsr explained the alarm. Per the hp the alarm was caused by leaving spare supply clamps open. The tsr explained the hp to discard all supplies and report alarms to the peritoneal dialysis registered nurse (pdrn) next morning. The hp would finish therapy manually. The hc was operational and a swap of the device was not necessary. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.